Manufacturer narrative:
Refer to MDR 1723170-2019-00615 for the report on the second straight suction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the system the straight suction was used with. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The instrument has not been returned, so no analysis has been conducted on it. Refer to MDR 1723170-2019-00614 for the report on the second straight suction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the surgeon felt inaccurate with the straight suction (3 mm) but no other instrument. The surgeon aborted the use of the navigated suction and used a probe to confirm position. The medtronic representative noted that the suction did need slight manipulation to verify but only displayed a distance to divot around 2.1 mm before verification. The surgeon felt accurate after registration with an error metric of 2.1. The surgery was completed with navigation and there was no impact on patient outcome.